Event description:
On (B)(6) 2013, the reporter contacted animas stating the up/down arrow and ok keypad buttons were sticking and slow to respond. The keypad reportedly was intact. The reporter denied damage to the keypad and denied the pump was exposed to moisture. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.